Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the automatic halving of light switch of the subject device turned on during the endobronchial ultrasonography (ebus) procedure. The light was reduced, and they got an error message. It was also reported that the user took the time for finding the right position before sticking the ebus needle. During this ebus procedure, the user often put the ebus needle for a long time in the same position. The intended procedure was completed with the subject device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the user, omsc surmised there was the possibility this phenomenon was attributed to the product specification of the subject device which if the maximum light amount is maintained for 2 minutes, the "max emission of lamp continued, light intensity is reduced" message will be displayed on the subject device side, and the light amount will be reduced by half. This function is designed to suppress heat generation at the tip of the scope by maximizing dimming when the scope is hanged on the hanger. It is not assumed to occur during observation. However, if it was occurred bleeding, we were able to confirm the phenomenon that emits the maximum light even in the patient body cavity. It is assumed that the reported phenomenon occurred due to the bleeding at the time of needling, the lamp became the largest emission amount, and it was continued for two minutes. If additional information becomes available, this report will be supplemented.